Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where it was reported that a higher amount of bubbles were noticed being introduced into the la when advancing the steerable/implant catheters into the la. A new guide sheath was used and the procedure was completed successfully.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence via visualization of air in returned imaging. Follow-up communications with the clinical specialist noted continuous air drawn into the syringe while aspirating the gs during device preparation, as well as a large amount of air aspirated during procedure. However, as the product was not returned for evaluation, this is unable to be confirmed. The complaint was confirmed; however no manufacturing non-conformities could be confirmed. Potential root causes may include leak or other associated defect with the device, omission of a flushing/de-airing step or errors in performing steps, improper stopcock/syringe technique, or air from an alternative non-pascal device, fluid line, or procedural step. However, a definite root cause is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances were identified.